Event description:
It was reported that during the preparation procedure for mr scan, the anaesthetist accidentally moved the ventilator across the gauss safety line and the ventilator began rolling towards the mr scanner and eventually collided with it. The ventilator was not connected to the pt when it got stuck to the mr scanner. There was no harm to any hospital staff. (B)(4).